Event description:
(B)(4). At the end of (B)(6), I was implanted with the essure device. Immediately, I started having migraines that wouldn't go away, back, joint, and muscle pains , blurred vision , forgetfulness, dizziness, dental problems, weight gain (50 lbs), hair loss, etc.... I didn't have insurance, so I couldn't afford to go to the doctor or hospital. I had to suffer at home. There were many days that I couldn't get out of bed or even walk. I would have to call my husband to come home from work to get our kids from school.. Not to mention, I couldn't perform my wifely duties such as cleaning the house or cooking because I couldn't stand for longer than 5 min cause the pain would get worse, on top of that, I couldn't have sex with him because it hurt so bad. I would be in tears the physical and emotional pain that this device caused me; I am lucky that my husband believed me and stood by me. Because I couldn't do anything; I was in so much pain on a daily basis. I did go to the clinic a few times and they ran so many test that came back clean, so they said that it had to be fibromyalgia and they gave me pain meds and muscle relaxers that didn't even touch the pain. After almost six years with essure, my husband got a job that gave us insurance I was finally able to find a doctor who believed me that it was essure and removed it in 2014 and I feel so much better. The pain is gone. I can clean my house and cook and be a wife and mom again.. My kids are so excited to have their mom back....